Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article was submitted for review titled "clinical and angiographic outcomes of cardiac balloon-mounted stents for symptomatic intracranial stenosis". This was a retrospective, single-center study study which evaluated the safety, efficacy and clinical outcomes of resolute onyx/onyx frontier drug eluting stents (des) in treating symptomatic intracranial atherosclerotic disease (icad). This study included 22 patients with symptomatic intracranial artery stenosis. The stie of stenosis was present in the anterior circulation for 11 patients and in the posterior circulation for 11 patients. 13 patients had left sided stenosis, 8 patients had right sided stenosis and 1 patient had midline stenosis. All patients were on antiplatelet therapy before stenting. The stenting procedure was conducted using standard techniques. Femoral or radial vascular access was established using standard microcatheter techniques. A microwire and microcatheter system was advanced to the stenotic lesion, allowing for deployment of the balloon-mounted onyx stent. The balloon was inflated, ensuring optimal stent apposition. The degree of stenosis was confirmed pre- and post procedure using digital subtraction angiography. The use of the resolute/frontier onyx stent for icad represents an off-label indication. Procedural complications occurred in 1 patient and consisted of a common carotid artery dissection that occurred during stent insertion. Two patients experienced a stroke within 72 hours of the procedure, whereas no cases of intracranial hemorrhage (ich) were reported during this period. Neither stroke was attributed to stent occlusion. At the last follow-up, no stroke or ich was reported beyond 72 hours after the procedure among the 17 patients with available follow-up data. Residual stenosis of =30% was observed in 4 patients, and symptomatic in stent restenosis (isr) occurred in 2 patients, with 1 patient requiring additional treatment with angioplasty.

Manufacturer narrative:
Basel musmar, joanna m. Roy, preston m. Carey, mary-katharine pontarelli, elias atallah, m. Reid gooch, robert h. Rosenwasser, pascal jabbour, stavropoula I. Tjoumakaris "clinical and angiographic outcomes of cardiac balloon-mounted stents for symptomatic intracranial stenosis" operative neurosurgery, 2025 https://doi.org/10.1227/ons.0000000000001875 a2: average age a3: majority gender a5b: average patient race b3: date of publication no unique device identifier (lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.